Event description:
While the resident was transferred with a floor lift, the sling lower right clip detached from the dynamic positioning system (dps). The resident fell from approximately 3 1/2 feet to floor, landed on buttocks, then feet and legs hitting floor and upper body fell backwards, hitting head on floor. The resident was sent to e.r. Where she was assessed. The only injuries noted were a hematoma and laceration to back of head.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjohuntleigh (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. He was told by the facility that the sling clip was not fully engaged in right lower point. Additional information will be provided following the conclusion of the manufacturer's investigation.